Event description:
The patient wrote a letter indicating that the catheters "had not been properly made, and the end appeared to like the edge of a knife". There was no indication that the patient sought medical attention or that the patient sustained any long-term damage.